Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump also received with cracked case behind the pump at the corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged at battery compartment. The customer¿s blood glucose level was 6.3 mmol/l. Customer stated that they received a broken force sensor alarm. The insulin pump will be returned for analysis.